Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy after multiple attempts. There was difficulty removing the clip from the tissue. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.